Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for further evaluation. An approved project is in place to further address issues with air in line. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 2: detailed inquiry description: critical care drugs like heparin, insulin, protonics etc are causing air in line alarms frustrating nurses. Already using asv. Changed pumps tubing etc to try and get drug into patient. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.